Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The instrument broke during resection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Conclusion and justification status for MDR: examination of the submitted pfc calibrated pat cut gde confirms one of the two saw captures has fractured and is separated from the jaw component. Further examination of the fractured saw capture revealed cutting blade damage to the saw capture post. The root cause is attributed to repetitive contact between the saw capture post and the cutting blade during normal use. Based on the determination of product wear out from normal use and servicing as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.